Event description:
During cardiopulmonary bypass, the device unexpectedly displayed the message "battery cannot be charged." There was no reported adverse consequence to the pt as a result of this event.